Manufacturer narrative:
DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The complaint components were reviewed for compatibility with no issues noted. The complaint was not confirmed. No failures were detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item name: nexgen precoat cr-flex femoral size g-rt, catalog number: 00595001702, lot number: 62987691. Item name: nexgen molded cr-flex articular surface blue 10 mm, catalog number: 00597005010, lot number: 62942016.

Event description:
It was reported the patient experienced an unknown genitourinary/renal complication approximately 9 months after date implanted. It is uncertain if the event is device related. The outcome is still pending.